Event description:
The initial reporter stated they received discrepant results for (B)(4) samples tested on the same patient with the elecsys troponin t hs stat on a cobas e 411 analyzer (disk system). The following results were obtained: first blood draw: (B)(6) 2022: 1st result 48.30 pg/ml (accompanied by a data flag) . (B)(6) 2022: 2nd result <3 pg/ml (accompanied by a data flag). (B)(6) 2022: 3rd result 46.28 pg/ml (accompanied by a data flag) . (B)(6) 2022: 4th result 46.49 pg/ml (accompanied by a data flag) (B)(6) 2022: 5th result 40.61 pg/ml (accompanied by a data flag). (B)(6) 2022: 6th result 40.48 pg/ml (accompanied by a data flag). (B)(6) 2022: 7th result 40.98 pg/ml (accompanied by a data flag). Second blood draw: (B)(6) 2022: 1st result <3 pg/ml (accompanied by a data flag). (B)(6) 2022: 2nd result 45.10 pg/ml (accompanied by a data flag). (B)(6) 2022: 3rd result 39.76 pg/ml (accompanied by a data flag). (B)(6) 2022: 4th result 39.45 pg/ml (accompanied by a data flag). (B)(6) 2022: 5th result 39.47 pg/ml (accompanied by a data flag). The troponin t hs stat reagent lot number was 56689503, with an expiration date of march 2023.

Manufacturer narrative:
There was no indication of a general reagent or instrument issue. Quality control recovery was within specifications. Upon review of the alarm trace, insufficient sample volume and clot alarms were observed near the time the patient sample was measured. This could be an indication of poor sample quality. There were also alarms for film on the reagent on the day of the event, indicating a potential reagent handling error. The investigation could not identify a product problem. The cause of the event could not be determined.